Manufacturer narrative:
(B)(4).

Event description:
It was reported that "[clinician] is calling for assistance with excessive ECG artifact. Patient is on transplant list waiting organ allocation. Inserted 3 weeks prior to issues. Ppm/aicd. Paced rhythm, but aicd has not fired. First issue of excessive artifact noted on saturday, (B)(6) 2022. They swapped out the console and sent the first one to clinical engineering. The nursing staff did not know the serial number. There are no other lines (vent, ECMO etc) over the ECG cable. They have relocated the leads a few times in different configurations with no change. The cable was changed during the original swap on saturday. They are using the ECG leads/cable from teleflex (not disposable). There are no other devices close to the pump. I was able to facetime with the team to get a better look. The current pump was stable until today when the artifact came back intermittently, but has now became consistent. I had them disconnect the ECG cable entirely as they mentioned there is noise even without the cable connected. I then asked them to connect the ECG to a 3rd pump so I could visualize the tracing. It remained stable while gathering information, so I recommended we swap the patient. The patient was without therapy for < 20seconds and remained stable. I gave them my direct cell number to call should it return on the 3rd pump. They all verbalized understanding and had no further questions." No patient injury, harm, or consequence reported.

Event description:
It was reported that "[clinician] is calling for assistance with excessive ECG artifact. Patient is on transplant list waiting organ allocation. Inserted 3 weeks prior to issues. Ppm/aicd. Paced rhythm, but aicd has not fired. First issue of excessive artifact noted on saturday, 9/10/2022. They swapped out the console and sent the first one to clinical engineering. The nursing staff did not know the serial number. There are no other lines (vent, ECMO etc) over the ECG cable. They have relocated the leads a few times in different configurations with no change. The cable was changed during the original swap on saturday. They are using the ECG leads/cable from teleflex (not disposable). There are no other devices close to the pump. I was able to facetime with the team to get a better look. The current pump was stable until today when the artifact came back intermittently, but has now became consistent. I had them disconnect the ECG cable entirely as they mentioned there is noise even without the cable connected. I then asked them to connect the ECG to a 3rd pump so I could visualize the tracing. It remained stable while gathering information, so I recommended we swap the patient. The patient was without therapy for < 20seconds and remained stable. I gave them my direct cell number to call should it return on the 3rd pump. They all verbalized understanding and had no further questions." No patient injury, harm, or consequence reported.

Manufacturer narrative:
(B)(4). The reported complaint of "ap and ECG waveforms difficulty" is confirmed based on the customer pictures provided that show the ap and ECG waveforms were abnormal (noisy) which were consistent with the reported event. No part or recorder strip was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.